Event description:
IV line primed & running on gravity, fluid was noted to be running onto floor, then noticed air had been entrained into the line & was traveling down the line. Line clamped & disconnected, new line put up. Solvent bond visible to the eye. The pump did not alarm as problematic portion below ail detector. No report of patient injury or compromise. Awaiting samples. No further information reported.